Event description:
--

Event description:
Additional information indicated that the charge time measurements were 30.3 seconds. No adverse patient effects were reported. The patient had tachycardia detections turned off 3 years prior. The physician decided to replace the ICD with a pacemaker.

Manufacturer narrative:
--

Manufacturer narrative:
This device is undergoing analysis. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) triggered end of life (eol) due to charge time measurements. The monitoring voltage was 2.52 volts. The device was explanted and returned for analysis. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.